Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. The investigation is ongoing.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during a procedure the drill bit broke. The broken piece was discarded by the facility. There was no impact on the procedure, the operation was completed successfully.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Parts were manufactured to p/n 310.510 and met the required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint related issues with this complaint. The investigation has shown that the tip is badly twisted and broken off. It is obvious that the drill bit was overturned by excessive applied torsional force. A visible sign on the tip indicates that the drill bit got stuck either in the bone or in the drill sleeve and as the user turned with thigh force, the drill bit got damaged. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected.